Manufacturer narrative:
(B)(4).

Event description:
It was reported that volume discrepancies were observed at refill and the pump was to be replaced. The exact volume amounts were not reported. During the pump replacement on the day of the report, the catheter was found to inter-wound within itself after disconnection from the pump. A portion of the catheter was then cut to determine cerebrospinal fluid (csf) flow. The healthcare provider (hcp) thought there was csf flow, but a dye study showed no dye in the intrathecal space. The spinal and pump segments were revised. After the catheter replacement, good csf flow was observed and the dye study confirmed placement. The patient's status at the time of the event was stated to be alive with no injury. The catheter was also replaced. The pump was used to deliver gablofen. No outcome or patient symptoms were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. Product ID neu_ascenda_cath, product type: catheter. Final analysis of the pump found no anomalies. Final analysis of the proximal catheter segment ((B)(4)) found significant twisting of the catheter body that may have affected infusion. It was indicated that the catheter had been torn very near the sutureless connector due to the twisting. Final analysis of the distal catheter segment (s/n unknown) found a kink in the catheter body.

Event description:
Additional information reported the revision was performed due to lack of decent therapy. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.